Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump received with constant pump error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime, seating test, basic occlusion test, force sensor test or confirm displacement anomaly due to pump error alarm. Insulin pump received with cracked retainer and fading serial number label.

Event description:
The customer reported via phone call that the insulin pump had an error alarm. Blood glucose level of the customer was 144 mg/dl. The customer was assisted with the troubleshooting. Insulin pump passed the displacement test. The customer was assisted with the rewinding the insulin pump and error occurred during rewind. The insulin pump will be returned for the analysis.